Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received critical pump error alarm. The customer¿s blood glucose level was 251 mg/dl. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm. Advised the pump will need to be replaced. The customer declined to troubleshoot for high blood glucose. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to the electrical board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.